Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the pacemaker recorded a 640 beats per minute (bpm) ventricular rate which was suspected to be a diagnostic anomaly. No changes or intervention was reported. There were no patient consequences.